Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the product was returned to olympus and the customer's allegation was confirmed. In addition, the device evaluation found internal cable flooding, image capture flooding (internal), cable image failure, connector cracks, main body adherents, and scope mount corrosion. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the communication error b30 is due to cable malfunction. The most probable cause of the cable image failure is due to cable failure, resulting in image defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during pre-use inspection the camera head had a connection error b30.the issue was detected during unknown therapeutic procedure and was completed using a similar device. No delay and no patient harm.